Manufacturer narrative:
Result: power inlet adapter disconnected.

Event description:
It was reported in a service report the bed had no functions. No pt involvement or adverse consequences are reported.